Event description:
This unit was set aside by the user facility maintenance team for laerdal on-site service with a note from the maintenance team that read "no screen". The laerdal technician found that the unit powered up as if the stop EKG button had been pressed along with the on button, with the clear mcm screen active. When the mark event button was pressed, the clear mcm screen cleared and the unit powered up and passed the self-test but had the ECG frozen as if the stop EKG button had been pressed, and the "needs service, keyboard" prompt displayed. The unit analyzed a treatable rhythm and charged to shock, but did not initiate delivery when the shock button was pressed. The charge was dumped internally after 15 seconds and the unit returned to the analyze mode.